Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogeneous mechanical overloading of the implant and patient related bruxism. The long-term fracture of the screw must be considered relevant to the implant fracture.